Event description:
It was reported that a person using an iLet Bionic Pancreas with a Dexcom G7 continuous glucose monitor (CGM) experienced a hypoglycemic event with after announcing a second meal within two hours of a prior meal with a reported blood glucose of 347 mg/dL while also receiving correction doses; glucose dropped to a CGM low of 51 mg/dL and subsequently recovered after treatment with food. No adverse clinical symptoms associated with the reported hypoglycemia and hyperglycemia. Outcomes included transient low glucose that resolved with oral carbohydrate and no need for medical intervention. Investigation included review of use patterns and education on device operation and treatment of hypoglycemia. Investigation of this case revealed that the use of meal announcements to manage rising glucose led to excess insulin delivery, contributing to hypoglycemia; the device and sensor were reported to provide low and high alerts and functioned as designed. It was concluded, based on established findings for similar reports, that user interaction with meal announcements and concurrent corrections was the most likely cause.

Manufacturer narrative:
Initial.